Event description:
It was reported that the implant failed to osseointegrate. There was no injury to patient.

Manufacturer narrative:
Several attempts have been made to retrieve the device for investigation, however the customer has not yet responded.